Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported that a revision case for removal of an exeter primary stem is taking place. It was alleged that the stem has snapped.